Event description:
It was reported that a pump was alarming for door not fully latching messages. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "door not fully latching messages" was confirmed and reproduced. It was caused by the lower left mechanical screw being loose. As a result, the screws were replaced.